Manufacturer narrative:
As reported by the study, this patient was previously reported for sub-acute thrombosis. Initially, the patient was treated with two non-overlapping stents in the proximal and mid right coronary artery (rca). The first was a 70% de novo lesion of 17.39mm in length in a 2.61mm vessel diameter. The (b1) eccentric lesion was also characterized as tubular. The lesion in the mid rca was totally occluded and was 36.61mm in length in a 1.63mm vessel diameter. The (type c) concentric lesion was also diffused. A 2.5x23mm cypher and a tsunami bare metal stent were implanted from the proximal to distal rca and the postero-lateral branch. Twenty-eight days later, coronary angiography was conducted and thrombus was confirmed. To treat the thrombus, a 2.5x23mm cypher was implanted inside to initially implanted cypher and bare metal stent. In addition, a 2.5x23mm cypher was implanted at the gap of the initially implanted cypher. Seven months later, follow-up coronary angiography was conducted and restenosis was observed in the last two stents implanted. There was 50% in-stent restenosis in the mid rca and 100% occlusion in the distal rca. New lesions were also found in the mid lad (75%), 75% at the 1st diagonal and 90% in the proximal left circumflex. To treat the restenosis, coronary artery bypass graft (CABG) was conducted on three branches at the lita-mid lad, aorta-saphenous vein graft (svg) to 1st diagonal and aorta-svg-posterior descending artery (pda) and the postero-lateral (pl). Twenty two days later, coronary angiography was conducted again and there was 100% occlusion in the distal rca and in the proximal lad and 90% occlusion in the proximal left circumflex. All were bypassed. The products are not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. Please note that this product is not distributed in the united states. However, it is similar to the united states distributed product. This is also one of two products used in the same procedure that were submitted under the following manufacturing numbers 9616099-2006-01019 and 9616099-2006-01020.

Event description:
There was in-stent restenosis found within two cypher stents that were treated by a coronary artery bypass graft (CABG).